Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged cleaning tube connectors issue could not be determined, as the connectors were disposed of at the user facility, however, it is likely the connector damage was the result of stress due to repetitive use wear (attaching/detaching connecting the tube), and or impact stress. The event can be prevented by following the instructions for use which state: operation manual of oer-3 (revision #10) states the following in chapter 3 inspection before use 3.2 inspecting the connectors. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the endoscope reprocessor's connectors were damaged. The cleaning tubes were in a condition that allowed them to attach. The issue occurred during reprocessing for a procedure that completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.